Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ultrasonic knife head was removed from the body for detailed inspection, confirming that the distal end of the knife head had fractured during a therapeutic laparoscopic total hysterectomy with bilateral salpingo-oophorectomy and pelvic adhesion lysis delayed, unknown timeframe, involving an olympus thunderbeat. However, the procedure was completed with an olympus back-up device. There was no patient injury reported.